Manufacturer narrative:
The neuron 6f 070 delivery catheter (neuron 070) was ovalized approximately 78.5 thru 110.5 cm from the hub. Evaluation of the returned neuron 070 confirmed that the distal tip was ovalized. This type of damage typically occurs due to improper handling during use. If the distal tip of the neuron max is forcefully gripped or pinched during insertion, damage such as this may occur. The ovalization likely contributed to the resistance experienced when advancing the non-penumbra diagnostic catheter through the neuron 070. The non-penumbra device mentioned in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter (neuron 070). During the procedure, while attempting to advance a non-penumbra diagnostic catheter out of a neuron 070, the physician experienced resistance. It was reported that the physician noticed under fluoroscopy that the distal end of the neuron 070 was ovalized; therefore, the catheter and neuron 070 were removed all together. The procedure was completed using a new neuron 070 and the same diagnostic catheter. There was no report of an adverse effect to the patient.